Event description:
Boston scientific received information that there were episodes of noise and oversensing on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The patient reported experiencing dizziness. X-ray showed no sign of fracture. As the physician suspected a lead fracture, the lead was surgically abandoned and replaced. This patient was pacemaker dependent. However, no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.